Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 23mm valve of the same model. The reason for the replacement was reported as moderate paravalvular leak (pvl) by the non-coronary. It was reported that the avalus ultra sizer was used for valve sizing, both barrel and replica end of the sizer were used and the replica end of the sizer was used to select the size of the implanted valve. A body surface area (bsa) chart was used for valve sizing; the annulus was not felt to be between two different valve sizes and pledgets were used. No additional adverse patient effects were reported.